Event description:
It was reported that the battery connector on the device was damaged, the separator was missing, and there was water infiltration. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed degraded battery compartment, dent on the air sensor, fluid ingression on the main board, and degraded downstream occlusion (dso) sensor. Review of the event history logs was not applicable. Functional testing was not performed as visual inspection confirmed the reported event. The root cause was determined to be the main board. The main board was replaced as well as the dso sensor, air detector, battery compartment, lens, and door. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.